Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable on date of patient testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned a high crep2 creatinine plus ver.2 result on an cobas integra 400 plus. The customer provided data for one patient. On (B)(6) 2020, the initial crep2 result was 111.1 umol/l. This result was reported outside the laboratory. The initial result was unbelievable and initiated repeat testing. On (B)(6) 2020, the sample was re-centrifuged prior to repeating the sample. The repeat result with a new aliquot was 25.8 umol/l. The initial sample cup was retested and recovered results of 26.3 umol/l and 26.7 umol/l. Crep2 reagent lot used for patient testing was 441225 with an expiration date of 30-jul-2020.